Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was noted to have exhibited noise due to suspected fracture. The device was subsequently reprogrammed to the primary vector as there was no noise present. This electrode is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.